Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant bias flow breathing circuit was not received at fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on our inspection of a photograph provided by the customer and previous investigations on similar complaints. Results: photographic inspection revealed a crack along the swivel wye port of the subject circuit. Conclusion: previous investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed with the new pre-mixed material having recently been implemented on the production line. All rt225 infant circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt225 state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A distributor in (B)(4) reported that the swivel wye of an rt225 infant bias flow breathing circuit was cracked. This was discovered before patient use.